Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to memory loss and multiple bits. After device was set to its nominal settings, no anomaly was observed. The battery depletion was determined to be normal.

Event description:
It was reported that the device was in back up vvi. The device was electively removed.